Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her sc system on (B)(6) 2009 for left lower jaw pain (off-label indication). It was reported that the pt fell and lost stimulation. It was reported that the lead had migrated, and the physician decided to explant and replace the lead with a different model lead on (B)(6) 2011. The explanted lead will not be returned to the MFR for analysis. No further issues have been reported.